Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the customer's blood glucose reached 25.7 mmol/l (462.6 mg/dl) while wearing the pod and that his ketones were also very high. The patient was taken to the hospital and treated with insulin as well as being put on an IV. The pod was changed at the hospital; the mother stated that the cannula appeared kinked when removed.